Manufacturer narrative:
Additional information was received that the reason for the ipg revision was discomfort at the site.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was revise and the old clik anchor was replaced. The ipg revision and clik anchor replacement was per physician¿s preference. The patient was reportedly doing well postoperatively.